Manufacturer narrative:
This report is filed on may 24, 2019.

Manufacturer narrative:
This report is submitted on april 18, 2019.

Event description:
Per the clinic, the patient had an elective explant on (B)(6) 2019. The patient was not reimplanted with another device.